Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 29-jul-2024, UDI#: (B)(4), product ID: 977a275, serial/lot #: (B)(4), ubd: 29-jul-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Patient (pt) reported pain at lead tips (c2). Came in for revision (B)(6) 2020 and upon interrogation, top two electrodes (0 ,8) showed low impedances (below 500 when used as reference electrode). No external or environmental factors were reported.  Pt states that sharp pain at lead tips site would occur suddenly and linger when she looked up or right. Impedance check leads were pulled down to c3. Pain resolved. Impedances resolved.